Event description:
A 6f angio-seal vip was selected for use following a procedure which used a 5f procedural sheath. No pre-deployment angiogram was performed as the antegrade puncture was performed under ultrasound guidance into the right common femoral artery. When the device was deployed and the carrier tube/ sheath assembly withdrawn, the entire closure device came out of the patient. The anchor was visually verified to have remained in the sheath. Manual compression was applied for 15 minutes. The patient developed a hematoma in recovery and decreased blood pressure was noted. Manual large hematoma in the abdominal wall, but no active bleeding. Hemoglobin levels decreased 4 days post-procedure, but no follow-up imaging was performed. The patient expired in the hospital 7 days post-procedure.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.